Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative who reported that the patient's pump had flipped and now had been dry for over a month. The flipped pump was discovered when the healthcare provider went to attempt to refill the pump and was unable to access the refill port. Per the reporter, the revision had been delayed due to delays with insurance approval.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. It was reported that the healthcare provider was unable to access the patient's pump for a scheduled refill. Using fluoroscopy, the healthcare provider determined that the patient's pump was flipped. The healthcare provider attempted to manually flip it back, but was unsuccessful and notified the patient that he would have to surgically flip it back and tack it back down. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The patient would be scheduled for surgery and it was indicated that the healthcare provider would not have any further information regarding the event.

Event description:
Additional information was received from the healthcare provider (hcp) via the manufacturing representative (rep) on (B)(6) 2026. They reported that the pump had flipped back in (B)(6). The physician was unable to refill the pump. It was unknown if there were any external factors that may have led or contributed to the issue. Troubleshooting included that the physician tried to manually flip it back but was unsuccessful. In surgery, the physician decided prophylactically to replace the pump because it had been dry since then. They were concerned that it had been empty too long and may have damaged the pump, so they decided to replace the pump. The issue had resolved at the time of the report. The healthcare provider (hcp) had no additional information for the manufacturer.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: product type catheter product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.